Event description:
It was reported on (B)(6) 2015, that a sign im nail that was implanted to repair a fractured left tibia; was shown to have a non-union at the fracture site with loosened screws during a f/u visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for evaluation. The root cause fo the loosened screws is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or a failure to heal. The patient has not decided on a next course of treatment at this time. Sign fracture care international continues to monitor these events as part of our post market activities.